Event description:
A female underwent aaa repair in 2009, and was considered to have a suitable anatomical form for the endovascular therapy. Cannulation of the contralateral limb was performed after the suprarenal stent was deployed. Heavy blood leakage occurred from the hemostatic valve of the main body delivery system (18203342-2009-00043) after the main body was deployed and the grey positioner was withdrawn. Then blood leakage also occurred from the hemostatic valve of both contralateral and ipsilateral (1820334-2009-00074) iliac leg delivery systems when the grey positioners were withdrawn. Total hemorrhage volume was 330ml. The physician did not perform any additional treatment such as blood transfusion. Patient is recovering.

Manufacturer narrative:
The device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. Action was taken in an effort to reduce the occurrence, and/or minimize the likely severity in the event of a valve leaking, of this failure mode. Training took place at every eligible site in a foreign country, and concluded in 2008. No product was received to assist in this investigation. At this time, there is no evidence to suggest the device was not manufactured to specifications. Without the complaint device, we are unable to determine the exact cause of the difficulty encountered, however, we have notified the appropriate individuals and we will continue to monitor for similar events.